Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: were the clips able to be loaded on the applier jaws? No. Were the clips able to hold suture pre-op/ prior to procedure? No. Were the clips able to hold the suture in tissue intra-op? No. Were you able to lock the clip closed on the suture? No. If clip did not close / did not hold on the suture, was the clip used in an application where the suture was under tension? Suture was not under tension. Events reported via mw # 2210968-2019-89810.

Event description:
It was reported that the patient underwent gastric bypass on an unknown date and suture clips were used. During the procedure, it wasn't possible to grasp the clips, the clips were not able to hold the suture on tissue and the clip could not be locked closed. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). The analysis results of the cartridge (a) was received with three clips loaded. However, the clips were moved inside of the cartridge and damage can be seen on the clips making the reload nonfunctional; due to an improper handling of the clips. Due to the condition of the clips, the reported complaint was found due to an external cause such as improper handling. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.